Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The lesion to be dilated was 80% stenosed and located in the calcified and moderately tortuous popliteal artery. The 5x20mm sterling otw balloon was inflated once to 8atm and ruptured. The device was removed from the patient intact. The procedure was completed with a different device. There were no reported patient complications and the patient's status was good.